Event description:
This lead was implanted on (B)(6) 2008 and remains implanted. It was reported to technical services on (B)(6) 2011 that it is oversensing. Further testing was recommended. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).